Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and a mean pressure gradient of 2mmhg on a patient with severely restricted posterior leaflet and rotated heart. A mitraclip xtw was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed that the clip opened to 5 degrees. Deployment steps were continued, and the lockline was removed. However, upon the second efaa, it was observed that the clip opened to 30-45 degrees, and hemodynamic changes were noted (decrease in blood pressure). Troubleshooting was performed but had no effect. To stabilize the clip, a second clip, a mitraclip xt, was then inserted and deployed medial to the mitraclip xtw clip, reducing mr to a grade of 2, and a final pressure gradient of 7mmhg. There was no clinically significant delay in the procedure.